Event description:
The customer's wife stated that the customer was hospitalized for diabetic ketoacidosis. The wife reported a blood glucose reading of 580 mg/dl at the time of the call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.